Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No cutting issues were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure no cut line deployed after the second firing with ecr60d. The staple line was deployed but all the staples were malformed. The surgeon used hand sewing to fix the staple line. One ecr60d was used before this event. Changed to a new device and reload to complete the procedure. No adverse event on the patient.